Event description:
It was reported via the implant patient registry that a (B)(6) male underwent a valve explant after an implant duration of approximately seven (7) years. Through follow up with the health care provider, it was learned that the reason for explant was due to prosthetic valve endocarditis and native mitral valve endocarditis. Per the records obtained, the patient has a history of co-morbidities. He was initially thought to have a urinary tract infection, but blood cultures were positive for streptococcus sanguinis and ultimately he was found to have endocarditis. Echocardiogram demonstrated severe mitral regurgitation, the prosthetic aortic valve with severe narrowing, and endocarditis on both the native mitral valve and the prosthetic aortic valve. During the procedure, the aortic prosthesis was found to be severely affected by vegetations on the leaflets and was extremely narrowed. There were large left and right serious pleural effusions, which were drained totalling more than 3 liters. The valve was removed and a 19 mm sizer was passed through the valve. It was decided to use the standard 19 mm carpentier-edwards aortic pericardial bioprosthesis and not the magna valve because of the sewing ring. Seating was checked and found to be correct and leaflet motion free and unimpeded. Cardiopulmonary bypass was discontinued and the patient was transferred to cardiac surgery ICU in stable hemodynamic condition.

Manufacturer narrative:
Device not returned. Per the source documents provided, the device was explanted secondary to endocarditis. The explanted device will not be returned to edwards for analysis due to endocarditis. Without return of the device, edwards is unable to confirm the root cause of this event. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Endocarditis is often associated with nosocomial (i.e. Hospital-acquired) sources. In this case, the patient had blood cultures that were positive for streptococcus sanguinis. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Streptococci related bacterial endocarditis is linked to patient transient bacteremia originating from dental plaque and decay. Various microbes are found in oral cavities and can be transmitted through the bloodstream from disruption of the oral mucosa or after dental work. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote.